Event description:
Pump reported to overinfuse. The origin and use of this pump could not be found by the rptr. There was no incident report filed indicating an in use injury. No add'l info has been provided.